Event description:
The customer contact reported that during preventive maintenance testing at the user facility, during a review of the device history a s233 (overtemperature-psc) malfunction alarm codes were noted. There were no reports of any adverse patient events or delays in critical therapies while the device was in clinical use. No additional information was provided.

Manufacturer narrative:
Testing and investigation the device did not alarm with a s233 malfunction alarm code; however, during a review of the device history, s233 malfunction alarm codes were noted. Further testing found the device cooling fan was turning erratically. The probable cause of the customer reported s233 malfunction alarm codes was due a broke fan. This report represents all the information known by the reporter upon query by hospira personnel.